Event description:
The customer reported that the screen was blank and no live image was displayed. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the lemo plug connections and all workstation circuit boards were reseated.